Event description:
Customer reported that the device experienced significantly slower charging and a battery loss of 40% over 24 hours. Additionally, the touchscreen was often unresponsive to touch. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event as the customer declined follow-up with technical support.